Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The mainframe printed circuit boards were reseated. The mainframe power supply was adjusted. The fuses and connections on the power signal interface printed circuit board were re-seated. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system would not expose when the button was pushed. No patient injury was reported.